Manufacturer narrative:
The reported disassembly of the trigger was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, it was found that the trigger housing had cracked at screw boss, which can lead to the reported disassembly.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility the trigger of the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility the trigger of the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.